Event description:
Customer reported the uom had changed on his unlocked freestyle flash meter. The meter was designed so that the unit of measure was selectable. There was no report of death or serious injury.

Manufacturer narrative:
Complaint is confirmed. Performed investigation using returned. Meter is unlocked to mg/dl. Connected meter to pc. Downloaded glucose log, error log, and calibration parameters. Readings with an 18 cal code were not found in glucose log. 00300, 0015, 0204, 0806 errors were found in error log. Calibration parameters were within specification. Memory overwrite was observed. Customers and retailers have been informed through the fa16may2006 letter.